Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to close applications in the background, reset the smart device, and remove the paired dexcom device, which was unsuccessful. Dexcom representative next advised patient to insert a new sensor and re-pair transmitter; this was unsuccessful. Dexcom representative then advised patient to insert a new sensor with second transmitter, pair the new transmitter using the g5 application. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.